Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did clips scissor? Were device jaws misaligned or scissored?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier scissored while firing across the vessel. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.